Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, there were several episodes of high ventricular rate (hvr) and ventricular noise reversions noted. Technical support was contacted and saw noise on both the right ventricular (rv) and right atrial (ra) leads. A lead revision procedure is anticipated to resolve the event. The patient was stable with no consequences. Related manufacturer report number: 2017865-2019-15143.